Manufacturer narrative:
(B) (4). Eval results/conclusions: arterial and venous occlusion; small in diameter (6-7 mm), and moderate calcification in the vessel.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 7.5 years ago. Aneurysm and vessel morphology at the time of implant were not reported. Vessels are described as small in diameter (6-7 mm in diameter at the femoral currently and at the time of implant), and moderate calcification. The patient's follow-up history is unk. It was reported that the patient presented emergently after having a cold leg for approximately 1 week. A recent CT demonstrated an occlusion of the bifurcated stent graft and extending down from the flow divider all the way to the femoral artery (mfg 2953200-2010-00813 and mfg 2953200-2010-00814). Thrombolytic agents were administered, along with thrombectomy and ballooning to intervene for the occlusion. A fem-fem bypass was also successfully performed. No additionally clinical sequelae were reported and the patient is fine.